Event description:
It was reported that stent dislodgement occurred. The target lesion was located in left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, while entering the stent through the guiding catheter, it was observed that the stent was no longer on the delivery balloon. The stent was on the table. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.